Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous consumer report with supplemental information provided by a nurse from the USA of peritonitis in a patient coincident with dianeal pd4 ultrabag, dianeal pd2 ultrabag, and extraneal viaflex therapies. On an unknown date, the patient experienced a bowel obstruction. On (B)(6) 2012, the patient was hospitalized for the bowel obstruction manifested by abdominal pain, nausea, and vomiting. On an unreported date, the patient was diagnosed with peritonitis. The cause of septicemia and the peritonitis was the bowel obstruction. The nurse stated that the event of peritonitis was unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). The following information was received from gpv from the nurse. On (B)(6) 2012, patient was hospitalized for abdominal pain, nausea, and vomiting, onset date(s) unknown. On an unreported date, patient was diagnosed with a bowel obstruction. On an unreported date, patient was diagnosed with peritonitis causative organism was an enterococcus species. On (B)(6) 2012, patient withdrew from pd therapy after completion of that day's treatment. The patient died on (B)(6) 2012. The cause of death listed on death notification form was septicemia. The source of the peritonitis and septicemia was (bowel obstruction). Confirmed cardiac disease and cardiac failure were part of past medical history and were not listed on the death notification form as cause of death. Nurse stated cardiac disease and cardiac failure were 'co-morbidities'. Events were not related to dianeal/extraneal therapy or any baxter device or disposable part.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Should additional information become available, a follow-up report will be submitted. This is report 2 of 2 involved in this event. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number: gd891085. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.